Event description:
The hearing aid (h/a) user came into the dispenser's office and said that wax guards came off the aid in his ear more than once. The h/a was examined, there was no wax guard on it. The user's ear was examined, there was no wax guard in his ear.